Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration]. From the following facts obtained in the investigation, it was presumed that the reported phenomenon was caused by the terminal corrosion on the video connector socket of the subject device. However the cause of the corrosion on the video connector socket could not be identified. -olympus service operation repair center (sorc) confirmed that an image abnormality had occurred, and it was occurred due to the terminal corrosion on the video connector socket. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the terminal corrosion on the video connector socket of the subject device which caused the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the image of the subject device flickered or disappeared when the video connector socket part of the subject device was moved during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.